Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the cable which connects the a13 transfer relay to the therapy pcb assembly at pcb-mounted jack connector, designator j22, was loose. Physio-control then reseated the connection which resolved the reported issue. Physio completed other unrelated repairs and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report while performing a routine check on defibrillation output, the device displayed "abnormal energy delivered". An abnormal energy delivery message may indicate that the device is not delivering an adequate shock. There was no patient use associated with the reported issue.